Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion 42.6 to 42.8 and 42.9 to 44.1 cm from the connector pin consistent with friction to another device or patient anatomy. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.